Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within approximately a week of implant, the right atrial lead was undersensing even when programmed to 0.15 millivolts sensitivity. At that programmed sensitivity, there was also far field r-wave oversensing. It was noted that the patient is in chronic atrial fibrillation and the pacing mode was programmed to vvi with anti-tachycardia pacing off. The lead remains in use. No patient complications have been reported as a result of this event.